Event description:
It was reported that patient does not have sufficient subcutaneous tissue which led to bent cannula while insertion of infusion set and experienced hyperglycemia on (b)(6) 2026 and treated with insulin by pen.

Manufacturer narrative:
Name: (b)(6). Country: United States of America. Address ¿ Line 1: (b)(6). City: (b)(6). State: (b)(6).Zip Code: (b)(6).Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545, Manufacturing Site: 3003442380.